Manufacturer narrative:
A siemens headquarters support center (hsc) specialist reviewed the event. The customer stated that their quality control (qc) was in range at the time of the event. Hsc was not provided instrument device files for assessment. A cause is unable to be determined as instrument data was not provided for evaluation. The customer stated they have not experienced any further issues since this event. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed calcium, chloride, sodium and glucose results were obtained on two patient samples on a dimension vista 1500 instrument. The initial results were reported out to the physician(s), which were questioned. A new sample for each patient was tested on the same instrument, resulting higher. A corrected report was issued to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed calcium, chloride, sodium and glucose results.